Event description:
During afib rf ablation procedure, patient was synchronized cardioverted at four different times. At the end of procedure when all patches were removed a first degree burn in a circular shape with brown edges was noted at underneath the anterior patch site. FDA safety report ID # (B)(4).